Event description:
It was later reported that the case was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afr-00016 (serial: (B)(6)); product type: 2004-mapping hardware product ID: non-medtronic product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, another manufacturer's guidewire appeared kinked on intracardiac echocardiography (ice) and difficult to manipulate. The sphere 360 catheter was removed and the guidewire was replaced. It was noted that as the catheter was being inserted into the sheath, "filament" like string from the valve area was observed. The sheath was replaced which resolved the issue. There was also an issue with the prism 2 affera system in which three channels (1-2, 5-6, 9-10) could not be visualized on the recording system. These channels collect mapping information and can be visualized on affera. Pacing from both affera and the recording system remains unaffected. The outcome of this case is unknown. No patient complications have been reported as a result of this event.